Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
2018-apr-10 (rep) additional information received from the manufacturer representative reported the recharging issue was resolved and the recharging issue was possibly due to the patient weight loss.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the recharger was taking too long to recharge and there was poor coupling. It reported that repositioning the recharger antenna and turning the antenna dial could not resolve the issue. A replacement antenna was requested. The patient reported that a belt was sent to instead of the antenna. It was reported that the antenna has now been sent. No patient complications have been reported because of this event. Additional information was reported that the patient was still having the same poor coupling issue. The patient said the new recharger antenna that she had received did not resolve the issue and she was still at the point where she would get coupling bars but then 30 seconds later they would disappear. The patient said that there were no issues with the implant/pocket site that she could tell. The patient reported they would like to meet with a rep at their appointment on (B)(6) 2018. No further information was reported. Additional information was reported the patient is having an issue with recharging the battery. The patient expressed concern about recharging from when she originally had it implanted and get no more than 2 to 4 boxes if at all. The rep is planning on meeting with the patient. No further information was reported. Additional information was reported that the patient is still having difficulty recharging. The rep was able to achieve 6-8 black boxes during the meeting with the patient. The patient indicated she has had very limited success with recharging. The rep in-serviced the patient. It was unknown if the issue was resolved. The patient has a planned surgical intervention. No further information was reported.